Event description:
Patient was revised due to pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 03/12/2015- litigation papers received. Litigation alleges pain, discomfort, fluid, and increasing toxic metal ion levels, including a cobalt level of 18.4 ppb and a chromium level of 3.0 ppb. The dob and doi were provided. The stem and sleeve are being reported due to elevated metal ion levels. The complaint was updated on: 03/17/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.